Event description:
It was reported the patient had two serious episodes that had occurred which led to the pump needing to be tested. The first episode occurred on (B)(6) when the patient was shopping and it felt like someone was stabbing her with a knife at the mid incision site where the pump was. The pain was so severe the patient had to bend over because it felt like a knife going into her side. About a month ago it felt like the pump had ¿come loose¿ inside her body and ¿it felt like it was slipping.¿ the patient had to hold it in place. The patient¿s health care provider (hcp) thought the sutures were coming loose which is why the patient had to hold it up and that the catheter was binding up which is why she felt the stabbing pain. The patient was getting some tests done to try to see what the issues could be. The system was being used to deliver fentanyl and bupivacaine. It was later reported the patient was coming back for further assessment. There was not a relation but they had to assess the patient. The patient had pressure-like pain whenever she got a bolus. There was pressure behind the pump. There was also a knife-like sharp pain at the spine incision site. A dye study was performed on (B)(6) 2014, but the catheter could not be aspirated. Another dye study was planned for (B)(6). There was no significant volume discrepancy at refills to date. It was reported on (B)(6) 2014, the pump was being used to deliver fentanyl. The patient was having pain and withdrawal and spasms. A pump-port study failed on (B)(6) 2014. The patient was not doing well and was ¿constantly c/o.¿ when asked if the device would be returned to the manufacturer for analysis, the reporter answered ¿likely.¿ it was unclear if a revision surgery had been planned based on the reported information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still in pain and wanted some help. The patient feared tomorrow would be her last day of living. The patient wanted the manufacturer to call the healthcare provider (hcp) to request the patient get an earlier appointment.

Manufacturer narrative:
(B)(4). The previously reported conclusion code no longer applies.

Event description:
Additional information received reported that the patient was accessing her bolus at 5:06 pm last night ((B)(6) 2015), and then she layed down, and 5 minutes later she got a severe stabbing pain at the catheter site. The pain subsided 20 minutes later. The patient referenced a similar incident in (B)(6) 2014 and a couple of months after that incident as well (as previously reported). It was additionally reported that the patient had a kinked catheter which was confirmed on (B)(6) 2014. They reportedly opened the patient up on (B)(6) 2014, and "they did stuff with the device," but that the issue was not resolved at that time. The patient was redirected to their hcp.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient was in extreme pain from the pump and reported that they had an urgent situation. At a pump revision, the healthcare professional found the pump was not attached to the abdominal wall and the patient felt like she was having a baby and the pump was falling out. The patient had a dye study done in (B)(6) 2015, but they weren¿t able to see what the problem was. A pump study was done and a huge clog was found in the catheter. The patient¿s healthcare professional informed the patient that the catheter needed to be replaced. The patient cannot lay down for more than a couple hours because she is in so much pain from not getting the drug. The patient¿s healthcare professional told the patient to go to the hospital. The patient went to the hospital on (B)(6) 2015, and they told the patient that they don¿t have anyone there that can help. The patient was in fear for their life. The patient head felt like it was going to explode from not getting the medication. The patient mentioned several revisions, but did not specify the 3 events. The patient indicated that 1 revision was done in 2014. A physician listing was requested. The cause, outcome and clarification in regard to the multiple revision reported was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient¿s episodes had started to be severe in over the preceding five days. On the prior tuesday, the patient¿s legs were cramped up and she couldn¿t walk. On the following day, the patient¿s legs were like rocks and everything cramped up; her whole body felt like she hadn¿t taken her medication. The patient was taking the medication as the doctor had prescribed, but it seemed that the medication wasn¿t being delivered into her system. It was also noted that, a few months prior to report, the patient had felt like she was being stabbed with a knife and she had bent in half. Another episode had occurred where she was in so much pain that she felt she had to hold up the pump while walking. It was stated that the patient had been at the hospital so many times that she had spent hundreds on cab fare. All the hospital could do for her was to give her an intravenous line and put her under observation. The reporter stated that the healthcare provider (hcp) wanted to have surgery to f igure out what was going on, though there was no scheduled date.

Event description:
On (B)(6) 2015, additional information received from the consumer reported that, as of an unspecified date in (B)(6) 2014, the medication was not being delivered into the spinal canal as it should be. According to the consumer, the hcp thought that there was a kink in the catheter. The patient wanted to schedule surgery, but the clinic stated that they needed to coordinate with the manufacturer to be there; redirection of the patient to their hcp was recommended. The pump was being used to deliver fentanyl and bupivacaine, but the concentration and dose remained unknown; the indication for pump use was non-malignant pain. There were no reported symptoms. On (B)(6) 2015, the patient stated that they had just come from "the procedure at outpatient hospital to check the pump and catheter." Additional information regarding scheduling and details of the surgical procedure the patient wanted, as well as the nature of the "procedure at the outpatient hospital to check the pump and catheter," results of that procedure, and any actions/interventions taken as a result of that procedure was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4),

Event description:
Further information was reported that the pain was a preexisting condition since 2005 (work injury); but has gotten worse since (B)(6) 2014. The (B)(6) case closed 8 years ago, and now the patient pays for their own insurance. The pain was beyond tolerable. It was noted that this had been going on for years, and now the patient can not take it/tolerate it anymore. It was not sure if it was due to all the hardware in her neck putting pressure, but the patient was having extreme complications (lots) and was in so much pain and can't hardly see straight (vision issues). The patient went to hospital a few weeks ago ((B)(6) 2015), and had been there so many times because of issues with pain pump. The had an another appointment today ((B)(6) 2015) with her health care provider (hcp) for follow-up. The hospital won't even treat the patient anymore, and feels like they have been completely dropped off the side of the earth. Due to how the pump was positioned, the patient gets some relief when standing (vertical) up during the daytime and taking the oral medicines they are somewhat able to tolerate daily activities. Experiences pain (neck and back) when they lay down. Pain starts at 9pm at night when they lay down in bed, and can't describe how bad it was stating "it goes all night long even with her oral meds and sometimes it will continue until 8am , 12 noon or 3pm." The hcp requested another dye study, as the patient believed there was a possible kink and the medicine was not getting to their spinal canal or brain. The patient's insurance denied the option to do this, and it was noted that the hcp needed to request a peer to peer review per the insurance requirement. The patient lives alone, and really needed help. The patient had been "crying out" to the insurance company and hcp for the peer to peer review, so the insurance company will approve the procedure to find out what was wrong. The patient was not suicidal and had no thoughts of hurting themselves, but needed the insurance company to get the meeting done to see what can be done (the patient spoke to the insurance company yesterday.) It was noted that the patient can barely write. Due to the patient's neck with the work injury, it was hard to bend their neck forward and fill out a piece of paper. Bending forward causes aggravation to their current condition, so they have to get into bed to read any letter. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
The patient had only been getting minimal relief from the pump. During the revision, the pump was reattached to the abdominal wall; it was during the procedure that they noticed a kink in the catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had to go to the emergency room (ER). The patient would wake up every morning with excruciating pain, and felt like they were "going to die." Her head and neck were in pain, and her "arms are dead." The patient felt like the medicine was not getting into her system because her legs were cramping. It was again noted that the catheter was kinked. As previously reported, they found the kink when she had the pump "repocketed because she felt like she was having a baby." This was reportedly on (B)(6) 2014. The patient was to have another dye study done, but was cancelled due to insurance. The patient needed help and was in a lot of pain, and could not think or see straight. The patient was redirected to the hcp.

Event description:
Additional information received reported that the patient was still having issues with insurance covering the cost of a catheter revision to repair the kink. The patient had been in bed all week due the pain. The patient wondered if she was "going to lose my life" due to the pain. The patient's healthcare provider couldn't fit the patient in and told the patient to go to the ER (emergency room).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the hcp had forgotten to sew the original pump (serial # (B)(4)) in the abdominal wall and it was floating around in her body. She could have "died at any moment." The hcp "saved her life." There were no further complications reported at this time.

Manufacturer narrative:
The previously reported information should have an aware date of (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the pump was not functioning properly so they took it our and replaced it. The patient wanted to know what was wrong with the pump but it was reported that the pump was not sent back for analysis. The patient reported that the device manufacturing representative told her that the pump would be sent back after it was removed. The patient was informed to follow up with the healthcare provider to see why the pump was not returned. No further complications have been reported as a result of this event.